Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The engineer reported tube arcing and a non-recoverable loss of system functionality. No pt or user injury was reported.